Event description:
It was reported that during a donor nephrectomy procedure, the iris valve was not working properly and silicon was torn. After using a new device, it continuously tore. Although it delayed the operation time, it did not cause serious outcome. Surgery was prolonged forty minutes. After device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4): info anticipated, but unavailable at this time.